Manufacturer narrative:
The device evaluation found the light guide lens was chipped. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the light guide lens was chipped. There was no patient involvement.